Manufacturer narrative:
(B)(4). Date sent: 4/26/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9d77n, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the stapler did not work properly and left the tissue open twice. The reloads do not form properly and leave the tissue open. The surgery was delayed by an unk amount of time and was completed successfully. No fragments were generated. No patient consequences were reported.